Event description:
Patient had initial surgery on (B) (6) 2007. L5/s1 fusion with pedicle screws. Patient was also reported to have grade ii spondy. Revision surgery was performed on (B) (6) 2009, due to possible pseudoarthrosis. At the time of surgery, it was confirmed the patient did not have solid fusion and the right s1 connector had slipped off of the rod.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. The returned device showed wear consistent with use and removal.